Event description:
The fenestrated bipolar forceps instrument was returned without an initial complaint. No reason for the return was provided.

Manufacturer narrative:
No reason for return was provided. Engineering observed that the instrument was returned with a broken cable. The pitch down cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.